Event description:
It was reported to minimed that the customer experienced a high blood glucose event with a value of 700 mg/dl and loss of communication between the pump and transmitter/sensor. The event involved product(s) mmt-1884,mmt-342g,unk_sensor,mmt-441ag. The customer also reported hospitalization related to the event but declined to provide additional details. Troubleshooting was initiated for the loss of sensor communication. It was identified that the pump battery had been removed or depleted for an extended period, which resulted in loss of pairing between the pump and the sensor. The customer was assisted with re-pairing the sensor and communication was restored; however, the customer declined further troubleshooting. No further patient complications were reported. No product replacement or return was requested for mmt-1884,mmt-342g,unk_sensor,mmt-441ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.